Event description:
It was reported that during the implant attempt, the physician was not satisfied by the difference in r wave measurements between the analyzer and the device. A new device was placed and the r waves were the same through the analyzer and the device and the device remains in use. The physician then attempted to reposition the right ventricular lead and the helix was retracted and could not be extended again. A new lead was then successfully placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. No anomalies were found. (B)(4): the full lead was returned and analyzed. The helix was found to be disengaged from the helical channel. The inner tubing was kinked/buckled and blood was noted in/on the helix/lobe mechanism.